Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported multiple leak alarms. The fse setup unit to autofill and pump. Unit autofill as it should and pumped for 30 minutes without any issue. The fse performed condensation removal procedure and could not reproduce reported issue. Subsequently, performed system checkout and unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed multiple leak alarms. There was no harm or injury to the patient and no adverse event was reported.